Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 device not returned (B)(4). Date sent to the FDA: 4/27/2021 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, g1.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9251; qabcdgq0 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how the procedure was completed? The surgeons used multiple sutures to replace the ones that were breaking. Please clarify how many sutures presented the issue? Multiple ones, the hospital kept 3 of them that the distributor is going to collect. The 59 sutures returning are sterile samples? Yes. Device status? Still at the hospital and communicated to be shipped. Events reported via mw # 2210968-2021-01793, 2210968-2021-01794.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2021 and suture was used. During the procedure, the suture broke while knotting. There were no adverse patient consequences reported.